Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h09j21080, h09k23068, h09k21435 and h09l04058 with no issues noted during the manufacturing process. Root cause has been determined as use error-poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A spontaneous report was received by baxter on (B)(6) 2011 of peritonitis in a home choice patient (hp) manifested by severe abdominal pain in 2010 as reported by the hp. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse(pdrn) who stated that on (B)(6) 2010, the hp presented to the clinic with cloudy effluent and abdominal pain, nausea and vomiting. Pd effluent was obtained for culture. Treatment initiated that day with ancef 1gm intraperitoneally (ip) daily for 3 weeks and fortaz 1gm ip daily for 5 days. The hp?s transfer set was also changed per center protocol, as done with each diagnosis of peritonitis. The pdrn stated causality as touch contamination and that the hp had completely recovered. The dialysis products and solutions were not suspect.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is the second of four reports associated with this event.